Event description:
Patient was initially reported to be having a prophylactic replacement from 106 to 1000 model. An implant card was later received and indicates that the replacement was due to high impedance. The surgeon stated that the lead pin was not found to be loose or incomplete during the surgery prior to removal of the generator. Proper pin insertion was not attempted prior to replacing the generator to assess if that may be the cause of high impedance. Only the proximal portion of the lead was assessed for possible anomalies and was found to be intact. Per surgeon, the high impedance is due to malfunction of the generator as replacement corrected the problem.

Event description:
The explanted generator was received. Analysis is underway but has not been completed to date.

Event description:
The pulse generator diagnostics were as expected for the programmed parameters. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal, and demonstrated that the device provided the expected level of output current for the entire monitoring period. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.